Manufacturer narrative:
H3- device evaluation: lens returned dry in a microcentrifuge tube. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Functional inspections did not meet original values measured at the time of manufacturing. H6- method code 3331: device history record (DHR) review: based on the results of the investigation, the device history record review indicates that the product has not been manufactured within the established process parameters and that there is indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive issue. In a separate visit the lens was exchanged for a same size but different power lens. The replacement lens resolved the problem. The cause was reported as a patient related factor. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Claim# (B)(4).

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise. In a separate visit the lens was exchanged. The replacement lens resolved the problem.